Manufacturer narrative:
At this time product data has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The oneplus 9 pro device has not been tested for compatibility at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. If the product is data returned, a physical investigation will be performed and a follow-up report submitted. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the freestyle librelink application. The customer reported that the low and high glucose alarms did not sound and he felt "very drunk", subsequently requiring third-party intervention. No additional information was provided. There was no report of death or permanent injury associated with this event.